Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device will not be returned for evaluation. However, the lot number/sn # was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that promark apex locator was "fidgety" - giving correct measurements. Outcome is unknown as of this MDR and additional information has been requested.

Manufacturer narrative:
Investigation results: the housing failed test due to touch screen functions do not work and cannot navigate to perform test. All other parts check ok. Housing replaced. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.